Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported experiencing an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor, with symptoms described as ¿itchy and red circle¿ that lasted a month. The customer had contact with a healthcare professional in ¿fall, 2018¿ and was prescribed flovent inhaler (fluticasone propionate, steroid) and diffusimax 10 for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported experiencing an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor, with symptoms described as ¿itchy and red circle¿ that lasted a month. The customer had contact with a healthcare professional in ¿fall, 2018¿ and was prescribed flovent inhaler (fluticasone propionate, steroid) and diffusimax 10 for treatment. There was no report of death or permanent impairment associated with this event.